Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was confirmed that the atrial high rates were due to far field r-wave (ffrw) on the atrial lead and was not noise on the rv lead. No intervention was done.

Manufacturer narrative:
(B)(4) lead implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five atrial high rate events were noted that were either noise on the dedicated unipolar right ventricular (rv) lead or far field r-wave (ffrw) oversensing of the atrial lead. No true atrial fibrillation (af) was noted. The leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.